Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to glare/haloes. The problem was resolved. The patient is happy and wishes no further implantation. Cause reported as unknown.

Manufacturer narrative:
(B)(4).